Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 400s (mg/dl) range. Reportedly, the customer did not know the exact reason for the elevated bg levels; however, the customer stated that she was due for a supply change and had difficulty getting insulin into the syringe from the vial. It was also reported that the customer was nervous because she was going to undergo surgery the next day. During troubleshooting, tandem technical support assisted the customer with a supply change. The customer was able to do so successfully and was able to resume insulin delivery. The customer delivered a corrective bolus to stabilize bg levels.